Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After replacing the energy delivery pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that that their device had logged an event code in the memory which may impede the ability to deliver defibrillation energy.there was no patient use associated with the reported event.